Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was trying to use the programmer for practice to turn stimulation off for a foot surgery in september and they could not seem to do it; they kept seeing "call your doctor: [power-on-reset] por." The meaning was reviewed and the caller did not indicate knowing what could have caused the por. They stated they did not use the programmer very often, so they did not know how long it had been this way. The patient was redirected to their healthcare provider to further address the issue and to clear the por. Four days later, they called back to report they had not messed with their equipment for their stimulator since 2018. They noted they had called last week about a foot MRI and found out that was not recommended. They would be having foot surgery on (B)(6), and knew stimulation had to be off for that, so they went to the doctor the day of the call to have them turn it off, but were told the stimulator was dead. It had not been working, so the patient was calling today to ask: since the ins battery was dead and it was not working, could they have the MRI now? Information was reviewed and the patient said they never realized it was not working; they found out the day of the call. They had not messed with it since 2018. It was recommended the patient continue making any doctor/ technician aware they had the stimulator. There were no patient symptoms nor further complications reported at this time.